Event description:
It was reported that the customer's pump battery was depleting too quickly, leading to a pump shut down and causing blood glucose levels to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer took corrective measures by administering a correction bolus via the pump and taking insulin through multiple daily injections. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.